Manufacturer narrative:
Corrected data: b5 - it was also reported patient had "ou conjunctival without congestion,cornea clear,anterior chamber depth was ok,tyndall, icl center location" h6 - health effect clinical code: 4581 - tyndall (anterior chamber flare). Additional information: b5 - it was later clarified that tyndall was noted on reexamination on the first day after the operation and the issue has resolved there is no anterior chamber flare. Claim#: (B)(4)

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -5.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed and replaced with a longer length lens due to low vaulting. This resolved the problem. The cause of the event was reported as unknown.